Event description:
It was reported that there was a coupling problem. It was stated that a patient was getting good coupling post implant- at least 4 coupling boxes with 6-8 attainable. It was stated that the patient had a fall on (B)(6) and the patient fell on the right side (it was noted that the device was on the left side). It was stated that the patient noticed that since then recharging coupling has been worse than before. It was stated that the caller tried palpating the device and noted that it was¿a possibility¿ that the device had shifted since the fall. It was noted that the caller attempted antenna locate and stated that it showed 24-30 ¿which would be low relatively speaking.¿ additional information received reported that the manufacturer¿s representative met with the patient. It was reported that they were not able to get a reliable coupling on the recharger. It was reported that the patient was not using his stimulator as he could not charge. It was reported that the implanting healthcare professional (hcp) had scheduled the patient for an implantable pulse generator (ipg) revision on (B)(6). It was stated that at that time, he planned to replace the patient¿s ipg with a primary cell. Additional information received reported that the ipg was replaced on (B)(6). It was reported that the existing ipg was found to be flipped inside the pocket, which was why patient could not charge his ipg. It was stated that no other components were replaced besides the ipg. It was stated that the device would not be returned. It was reported that the patient was implanted with a primary cell ipg and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).